Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the introducer sheath, when attempting to puncture for anatomy access, the guidewire did not pass through the needle. The introducer sheath was removed. A new introducer sheath was used and the guidewire passed through without any issues. No patient complications have been reported as a result of this event.